Event description:
It was reported that a device experienced system error 322 alarms. Any pt involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device in question was returned to baxter. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.